Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300-350 units of insulin during the load sequence. Reportedly, the customer overfilled the cartridge. Customer's blood glucose level was 230-239 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.